Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 29, 2024 ¿ december 1, 2024. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection was performed, and a port bonding leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the membrane port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.